Event description:
It was reported to philips the device had an electric shock device failure. The device was reported to be in use causing a possible delay in life saving therapy and considered a serious injury, however, additional information received via email clarified that the issue occurred during testing of the device.

Manufacturer narrative:
Updated from serious injury to product problem.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device had an electric shock device failure. Additional details have been requested. The device was reported to be in use on a patient, causing a possible delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.